Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited low pacing impedance measurements out of range. Technical services (ts) provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.